Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, which was not late. The correct date was 11/03/2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for 5 colony forming units (cfus) of an unspecified contamination. The device was retested on (B)(6) 2025, and it tested positive for <1 cfus of an unspecified contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.